Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported that the cytotoxic drug bag of "trisenox" leaked from the "root" of the secondary set c61 tube sometime during transport between the hospital pharmacy and hospital ward. The product was destroyed as a result of the leakage. As reported by the customer, "leakage: cancer care unit informed hospital pharmacy, that cytotoxic drug bag (trisenox) that was prepared in pharmacy has been leaking. Pharmacist investigated the bad and noticed drops came out from root of phaseal tube. Because of the leakage customer needed to destroy the product. Customer has sterile samples available for investigation if needed." H.6. Investigation: DHR review was done and no issues were reported during production of this lot. No sample received for this complaint. CT scan was done on leaking sample which was segregated during production. After this scan additional tests were done on spike component and concentricity of lower part of spike component caused molding deficit on one side of component. CAPA#891423 was initiated.

Event description:
It was reported that the cytotoxic drug bag of "trisenox" leaked from the "root" of the secondary set c61 tube sometime during transport between the hospital pharmacy and hospital ward. The product was destroyed as a result of the leakage. As reported by the customer, "leakage: cancer care unit informed hospital pharmacy, that cytotoxic drug bag (trisenox) that was prepared in pharmacy has been leaking. Pharmacist investigated the bad and noticed drops came out from root of phaseal tube. Because of the leakage customer needed to destroy the product. Customer has sterile samples available for investigation if needed."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot # [1011095] was not found for the reported catalog # [515302]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the cytotoxic drug bag of "trisenox" leaked from the "root" of the secondary set c61 tube sometime during transport between the hospital pharmacy and hospital ward. The product was destroyed as a result of the leakage. As reported by the customer, "leakage: cancer care unit informed hospital pharmacy, that cytotoxic drug bag (trisenox) that was prepared in pharmacy has been leaking. Pharmacist investigated the bad and noticed drops came out from root of phaseal tube. Because of the leakage customer needed to destroy the product. You can find a picture where leakage point has been marked. Customer has sterile samples available for investigation if needed."